Event description:
This lead was explanted due to dislodgement. No explant date was provided.

Manufacturer narrative:
The lead was received with a stylet inserted, which was found to be stuck in lead. The analysis revealed that this was due to severe deformations of the inner coil close to the is-1 connector pin. These deformations lead to a conductor fracture between the lead tip and the is-1 connector pin. Analysis showed that these damages were caused by over-rotation of the inner coil while retracting the fixation mechanism. In addition, the is-1 connector pin was found pulled away from the is-1 connector body. There was no indication of a material or manufacturing problem. In particular, the analysis of adhesive residuals on the corresponding joining surfaces confirmed a flawless manufacturing. Mechanical stress during the surgery should be taken into consideration. The deformation of the outer coil happened most likely during the extraction of the lead. The analysis did not reveal any sign of a material or manufacturing problem.